Event description:
It was reported that the patient complains of pain at joint site, numbness in right leg down to the foot. He rates his pain a 5 out of 10. He will follow up with surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.